Manufacturer narrative:
This ICD was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequently, information was received that this ICD was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated and found to have a battery status of middle of life 2. Review of device memory confirmed the reported long charge time; however, charge times remained below that which will trigger a battery status of eri. Extended charge times during mid-life is normal device function. The device was then subjected to a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device passed all tests and functioned normally.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited charge times that were longer than expected. Boston scientific technical services (bsc ts) was contacted regarding a longevity calculation, and advisory information. Additional information was just received that the decision was made to explant this device. This ICD was in middle of life 2 (mol 2). No adverse patient effects reported.